Manufacturer narrative:
The insulin pump was received with no button response on the act and up arrow buttons due to flattened dome switches and connector on lcd board fully unlocked during visual inspection. The connector was locked in place and all buttons functioned. The insulin pump passed pump self test, off no power test, unexpected restart error test. The operating currents were in spec. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip and scratches on reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The insulin pump was returned for analysis.